Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with an intermittent buttons due to corroded keypad traces. No display scrolling on its own anomaly noted. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had issues with the scroll bar on the screen. Customer's blood glucose was unknown. Customer also reported the buttons were unresponsive on the insulin pump. Customer declined to return the insulin pump for analysis.